Event description:
It was reported that the right ventricular (rv) lead exhibited high sensing impedance. No intervention was done and the lead remains in use. No patient complications have been reported as a result of this event.